Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined. The complained test strips have been calibrated against the who standard rtf/16 and the affected by recall. Corresponding retention test strips (lot 304974) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well.

Manufacturer narrative:
Occupation is lay user/patient.

Event description:
The customer complained of discrepant inr results with coaguchek xs meter serial number (B)(4) when compared to laboratory results using an unknown method. The customer received a meter result of 4.0 inr. 2 hours later, the customer was tested at a laboratory with a result of 2.8 inr. The customer¿s therapeutic range is 2.0 ¿ 3.0 inr. The customer's doctor has adjusted her warfarin dosage since receiving these results. The customer had no other change in medication. No adverse event occurred due to these results. The customer stated she did not have any illnesses during the time of the event in (B)(6) 2018 but she did experience a nose bleed since the event. The customer stated it is normal for her to get nose bleeds. She went to her doctor who cauterized her nose to stop the bleeding. The customer stated the nose bleed was not due to any medication changes or results from the device. The customer stated she had a recent change in her diet and was eating more smoothies when the discrepant results occurred. The customer's hematocrit is within range and is not on any heparin or any other anticoagulant therapy. The customer is not anemic, polycythemic, and does not have antiphospholipid or lupus antibodies. The meter and test strips were requested for investigation. Retention test strips (lot 304974) were tested in comparison to master lot #28632180. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material complies with specification.